Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms occurred. No unexpected battery out limit alarms noted. Unit returned with missing end cap sticker and scratch on display window.

Event description:
The caller reported that the insulin pump alarmed button error and battery out limit. The customer was unable to clear the button error alarm. Customer's blood glucose level was 585 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.